Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and documented by edwards lifesciences. In the technical summary for balloon bursts, a detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon rupture cannot be confirmed. It is possible the rupture was due to the procedure mechanism described above; balloon at full inflation coming into contact with annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure after the valve was deployed there was mild paravalvular leak observed. The physician decided to post dilate the valve. An extra 1cc of contrast mix was added to the atrion and during full inflation, the delivery system balloon ruptured. The leak was minimized and the patient had no complications associated with the balloon rupture. The patient¿s aortic calcification was described as average/moderate.

Manufacturer narrative:
(B)(4). This patient did not suffer a stroke, this was a data entry error.